Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked prior to patient use. The reported stated that it either deflated or busted inside the bag of as all clips were completely closed. The set was filled with fluorouracil 4000mg in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was discarded; however, photographs of the sample were provided for evaluation. A visual inspection of the photographs was performed which observed evidence of a ruptured bladder. Due to the nature of sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.